Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient reported he is not receiving stimulation due to being unable to locate his scs ipg using his charging system. Subsequently, a replacement charging system (low energy) was sent to the patient. Follow-up identified the issue did not resolve with the replacement charging system. Additionally, the patient programmer produced a communication error message when communication was attempted. No add'l info is available at this time.